Event description:
A malfunction alarm was reported for a pump under warranty, displaying a specific malfunction code. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. The customer's pump repeatedly showed the malfunction code even after attempts to reset. Consequently, the technical support team assisted the customer with resetting the pump and arranged for a replacement. In the meantime, the customer planned to use multiple daily injections (mdi) as a backup therapy. Technical support also guided the customer on how to store the malfunctioning pump before returning it and confirmed shipping details for the replacement.